Event description:
It was reported that air bubbles were observed within the canister. The customer's blood glucose level ranged from 250-300 mg/dl. The customer continued to use the pump for insulin therapy.